Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. During the revision, the surgeon implanted a tibial tray, femoral component, tibial stem, patella, and polyethylene bearing. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.